Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device top trigger was sticking, the locking sleeve was sticking and there were signs of immersion and corrosion of internal components. It was also observed that the electric motor and trigger components were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the small battery drive device was not working. During in-house engineering evaluation, it was observed that the device top trigger was sticking, the locking sleeve was sticking and there were signs corrosion on the internal components. It was observed that the electric motor and trigger components were corroded. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.